Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump would not power back on after the battery was removed and reinserted during trouble shooting for an unrelated issue. It was reported the pump powered on during the complaint call. The issue reportedly occurred after the patient wore the pump while swimming. There was noted moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump failed to power on during investigation. There was evidence of moisture on the internal components. A leak test revealed a display lens leak. Further testing could not be performed due to the power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.